Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds and placement difficulty during the implant procedure. It was further reported that tissue became embedded in the lead helix and the tissue was difficult to remove. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.